Manufacturer narrative:
Other relevant device(s) are: product ID: e nvpro-16-us, serial/lot #: (B)(4), ubd: 23-apr-2020, (B)(4), product analysis: the dcs was discarded and the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during release of the valve at 80% deployment, at a depth of 4mm on the noncoronary cusp (ncc) and 4mm on left coronary cusp (lcc), as the valve outflow and paddles were being released, there was tension in the delivery catheter system (dcs) away from annulus which caused the valve to be accidently pulled back out of the annulus to a sub-optimal depth of negative 4mm. The valve was snared into the ascending aorta just below innominate artery. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.